Event description:
A malfunction was reported on the pump by the customer, but no notable events occurred prior to this. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided information on how to reset the pump, assisted the customer through the process, and confirmed that the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to contact support if the issue recurred.